Event description:
Clinical registry. It was reported 4 days following a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt presented in cardiogenic shock with an evolving myocardial infarction. The index procedure identified one target lesion. The lesion was a 100% occluded, in-stent restenotic lesion with moderate calcification in the left anterior descending (lad) artery. It was 3mm in diameter and 37mm in length. The physician pre-dilated with a 2.75x15mm medtronic sprinter balloon, followed with a taxus liberte 2.75 x 28mm stent. It was overlapped on the proximal end by a medtronic driver bare metal stent. The physician post dilated with the driver stent balloon to 26 atms. The results were timi-3 flow and 0% residual stenosis. Four days later, prior to being discharged, the pt experienced a thrombosis of the stent in the lad. The thrombosis was confirmed by angiography. The stent was 100% occluded. The thrombosis was also characterized by the facility as being "focal in-stent restenosis". The event was resolved by performing balloon angioplasty. The results were 0% residual stenosis and timi-3 flow. The pt was on plavix and aspirin at the time of the event. The pt was discharged from the facility seven days later on 150mg of plavix to this event, per the investigator is "definitely related." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8165913 found that the device met its material, assembly and product specifications, at the time of release to distribution.